Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "ripped and bubbled downstream occlusion (dso) seal¿ was confirmed through visual inspection. The probable cause was wear and tear. Replaced the dso seal and calibrated the dso. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.